Manufacturer narrative:
Reviewed customer's instrument camera images. Anti-b: 1+ well score=20, visual review of the well: small clot seen. Repeat run: anti-b = negative, well visually appears negative. Review of labeling: the galileo operator manual contains the following warnings: "forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab or rh(d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor history." And "anticoagulated samples containing clots must not be used." The customer states that she is aware of the potential for clots in cord blood samples.

Event description:
Customer reports an abo discrepancy on patient sample during a cord blood study. The echo reported the result as ab positive. The results were questioned after being reported to the doctor, as the mother is o positive.